Event description:
It was reported that the patient presented for follow-up. Low impedance was noted. Review of fluoroscopy prior to revision did not show externalized conductors. However, insulation damage was noted post-explant between the shocking coils.

Manufacturer narrative:
External insulation abrasions were found at 12.2 to 12.3cm from the pin and 47.1 to 47.6cm from the tip, consistent with lead friction to the ICD can. The re/rv conductor etfe coating was abraded on the last location. External insulation abrasion was found at 7.5 to 8.0cm from the tip consistent with friction to another device. Internal insulation abrasion was found at 15.2 to 15.4cm from the distal tip. The conductor etfe coating was intact at both locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.